Event description:
Caller reported experiencing multiple occlusion alarms, as well as an unresponsive power button and touchscreen. There was no reported impact to the customer's blood glucose level. Customer declined follow-up from technical support, and no additional information was obtained regarding the outcome. Customer was noted to be out of warranty and in the process of renewal.